Event description:
It was reported that the filter appeared to have tilted approx 70 degrees and three filter legs appeared to be perforating the vena cava. Reportedly, one of the legs perforated the aorta while the other two were very close to the aorta. Reportedly, the apex of the filter was in an accessory vein (lumber vein) just below the left renal vein. The pt was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted. Therefore, it is not available for eval. As neither images nor the product were returned, the result of the investigation was inconclusive. The definitive root cause is unk. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Warnings: movement, migration or tilt of the filter are known complications of vena cava filters.